Manufacturer narrative:
(B)(4).

Event description:
It was reported that patient presented for a system implant. The device went into backup vvi mode after being exposed to electrocautery. A device download was successfully performed. Patient was stable post implant.